Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. Reportedly, the battery life was less than expected. It was reported that there was no damage to the battery compartment or cap and there was no evidence of moisture or corrosion in the pump. The issue allegedly had occurred with multiple batteries from different packs. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: visual inspection of the pump found some cosmetic damages. Review of black box data found two low battery warnings associated with one battery. No evidence of short battery life was observed. Using the returned battery cap, the pump powered up and functioned properly. A rewind/load/prime sequence was executed without incidents. The electrical current draws were within specifications. The pump casing was opened and no evidence of moisture intrusion or loose components was found inside the pump. The reported battery life issue was not verified in the black box or duplicated during the investigation. Unrelated to the reported short battery life issue, it was observed that the display was dim and discolored.